Manufacturer narrative:
Lead: model 39565-30, serial # (B)(4), implanted: 2008 (B)(6), explanted: unknown. Extension: model 3708140, serial # (B)(4), implanted: 2008 (B)(6), explanted: unknown. Extension: model 3708140, serial # (B)(4), implanted: 2008 (B)(6), explanted: unknown.

Event description:
It was reported that the patient was unable to adjust the stimulation. The programmer was reported to show the "call your doctor" icon and there was a power on reset condition reported. Additional information has been requested, but was not available as of the date of this